Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was showing noise and oversensing in recorded episodes. Noise along with myopotentials was reproducible with upper extremity exertion. No changes were made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.